Event description:
Pt had l4-s1 decompression, l4-5, l5-s1 posterior radical discectomies, l4-5, l5-s1 posterior interbody fusion - us spine 8mm and 10 mm banana cages-, l4-s1 bilateral pedicle screw fixation -us spine-, l4-s1 bilateral lateral gutter fusion. Pt returned in 2009 for removal of implants, due to back pain. Upon removal, one of the set screws was discovered to be broken in half. Dates of use: 2008 - 2009. Diagnosis or reason for use: degenerative lumbar disease.